Manufacturer narrative:
Technician found the tc bed head will not go up or down. CPR worked, but still no head up. Replaced the manifold on this bed to resolve issue.

Event description:
Facility reported that the tc bed head will not go up or down. CPR worked, but still no head up. No injury reported.